Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 111 mg/dl, 230 mg/dl, 247 mg/dl and 486 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 429 mg/dl, 496 mg/dl, and 190 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.